Manufacturer narrative:
The phaco handpiece was received. And a visual assessment found no visual nonconformity. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the phaco handpiece to meet product specifications. The phaco handpiece was connected to a resistance test box, which found the phaco handpiece to meet product specifications. The returned phaco handpiece was then connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was then connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the phacoemulsification phase of a cataract extraction procedure the surgeon noted ineffective aspiration and phacoemulsification energy. The procedure was completed using an alternate handpiece. Patient impact was not reported. Additional information was requested and received.